Event description:
It was reported via social media that an alert/notification settings issue occurred. It was reported that since the new mobile app closes constantly, after some time, the patient did not receive an alarm and had a life-threatening event. No even details were provided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).